Manufacturer narrative:
UDI not available for this system. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that pre-operatively, while booting up in the select patient screen, the system became unresponsive. The system was rebooted successfully. An update was provided that the system unexpectedly shutdown during registration. The site rebooted the system and after booting it back up, the site was able to get through registration with no issue. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. It was reported that the system rebooted itself again and then became unresponsive with the message rebooting from grub menu. The system was rebooted again. An attempt to uninstall and reinstalled the ear, nose <(>&<)> throat (ent) software was made but the software could not be reinstalled. It was noted that the mouse had tape wrapped around the cord but it was unknown if it was contributing to the issue.

Manufacturer narrative:
The mouse was returned to the manufacturer for analysis. Analysis found that the returned mouse was fully functional. The tape on the cable was hiding a small pinch mark. The cable was not cut open. No problem was found. The computer has been received by the manufacturer. However, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to inspect the system. The mouse and computer were replaced and the issue resolved. A system checkout was performed after the parts were replaced and all tests passed. No parts have been returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned for analysis. Functional testing determined that the computer was intermittently failing causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation was initiated and determined that the issue was not related to software. If information is provided in the future, a supplemental report will be issued.